Manufacturer narrative:
Sections d4, h4: correction. Sections e2, h8: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported gi bleed and elevated ldh could not conclusively be established through this evaluation. The submitted log file contained data from (B)(6)2019 to (B)(6)2019. No hazard alarms were captured and the majority of the data consisted of pi events and routine power source exchanges. The pump speed remained above the low speed limit and the pump appeared to be functioning as intended. It was reported that the patient was hospitalized on (B)(6)2019 for a gi bleed and had an elevated ldh. The account stated that the pump power seemed stable/normal. The account communicated stating that the patient is a gi bleeder and is also prone to elevated ldh. It was also communicated that the patient is anticoagulated presently with an inr goal of 2-2.5. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii lvas IFU lists bleeding and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 1 year and 11 months. Additional information was request, however was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was hospitalized for a gastrointestinal (gi) bleed with elevated lactic acid dehydrogenase (ldh). Pump powers were stable/normal. It was reported that this patient has a history of gi bleeding and is prone to elevated ldh¿s, a bleeder and a clotter. Additional information was request, however was not provided.